Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) of 2021.

Event description:
It was reported that the patient was experiencing frequent ipg charging and burning sensation whenever they have their stimulation on. The patient believed the device migrated and was causing more pain and spasms. The patient underwent an explant procedure. The explanted device was discarded.